Manufacturer narrative:
Field service engineer reports he could not duplicate reported problem. Fse notified biomed of results and advised him to notify covidien dispatch if the problem returns. Fse checked for proper operation per service checklist and per service manual. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6): customer reported technologists were preparing injector for procedure and while priming, the motor ran backwards, injector did not move on its own. Injector had not been connected to the patient at the time of incident. Patient procedure was completed and no injuries were reported.